Event description:
As reported, approximately 7 years and 5 months post the initial left total shoulder arthroplasty, the patient was complaining of pain during shoulder movement. The concern was around the patient dislocating due to impingement. The surgeon removed the humeral liner, and a protruding anchor was discovered from a previous surgery, which was causing impingement of the conjoint tendon. The anchor was removed, a new humeral liner was placed, and the patient was reduced. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm; (B)(6), 320-15-01 - eq rev glenoid plate; (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm; (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm; (B)(6), 320-01-42 - equinoxe reverse 42mm glenosphere; (B)(6), 300-01-11 - equinoxe, humeral stem primary, press fit 11mm; (B)(6), 320-15-05 - eq rev locking screw; (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0; (B)(6), 320-20-00 - eq reverse torque defining screw kit; (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3, h6 type of investigation, investigation findings, investigation conclusions. The following sections were corrected: h6 problem code. H3: the reason for the pain and subsequent revision surgery reported was likely the result of a protruding anchor which resulted in impingement with the conjoint tendon. Based on available information, there does not appear to be an issue resulting from an exactech component.